Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had air in line error during testing in the biomedical service department. There was no patient involvement. No ad ditional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the air in line error was reproduced. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor readings being out of specification. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.